Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the motor error alarm. The device also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during bolus. It was stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. Blood glucose value was 230 mg/dl. The motor error alarm occurred more than once in the last 30 days. It was advised to discontinue the use of the device and revert to a back-up plan. The customer's father called later to report that the customer had experienced high blood glucose in the recent past. Blood glucose level was 430 mg/dl. He declined troubleshooting. The device was returned for analysis.